Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead exhibited noise. No intervention or patient condition was reported.